Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer stated they cannot see the screen and there was black spot on the screen. Additionally, the screen went blank. Customer was advised to full charge or use new battery for better performance from the insulin pump. Insulin customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.